Event description:
It was reported that there was noise and oversensing on the right ventricular lead that could not be reproduced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, all conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage. The analyst also noted that there is no set of setscrew marks on the rv pin.